Manufacturer narrative:
Correction: concomitant medical products: srt01, srt02 and srt05 were reported on initial medwatch. Should have included srt04. Additional information: the unihg screw was not returned for evaluation. Several components of the srt kit were returned (srt01, srt02, srt04 and srt05) and visual inspection revealed at least two of the four components are fractured. The components appear used and there are no observable defects to the non-fractured components otherwise. The lot number for the screw was not provided and therefore a device history record review could not be completed. The lot number for one of the components (srt04) was not provided and therefore a device history record review could not be completed. The device history record review for the three other components was completed and did not indicate any presence of a manufacturing deviation that could contribute to the reported event. A definitive root cause has not been determined. Added aware date; correction and additional information boxes checked added evaluation codes.

Manufacturer narrative:
This device was not returned to the manufacturer. The instruments returned november 19, 2015. Discarded.

Event description:
The dentist reported a screw fractured and it could not be extracted with srt10 screw removal kit.